Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving multiple appropriate therapies. One of the episodes stored showed intermittent undersensing during ventricular fibrillation. It was noted that patient had a knot due to a fall. Programming changes were recommended. Patients medication was adjusted. Patient will continue to be followed routinely.